Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 4 and 24 hours. The pod's adhesive lifted off the skin and when removed from the infusion site (hip/buttocks), the pod's cannula was found to be dislodged. As treatment, a new pod was placed.